Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. No code available used to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent a persistent atrial fibrillation ablation procedure with a unknown thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. When signal was not visible in left atrium (la) body, force zeroing of the stsf catheter was performed to ablate in la body. During ablation in left superior pulmonary vein (lspv) roof of la, force values were high (average 50g, maximum 60g) and then the patient suddenly became hypotensive. A significant pericardial effusion was detected via intracardiac echocardiography. Pericardiocentesis was performed and yielded a large volume (unspecified) of blood. Patient required a transfusion to maintain blood pressure of 120/80. Patient was not able to do transfusion. Therefore, the patient was in unstable condition and the cardiothoracic surgeon was consulted. The patient was sedated and transferred to another hospital. Repair of the perforation near lspv roof was performed. A pouch anatomy was noted. The patient has recovered. There were no issues of errors reported on any biosense webster inc. (Bwi) products or equipment during the procedure. Transseptal puncture was performed using the sl0 (st. Jude) transseptal needle. There was no evidence of steam pop. There were no error messages. All available features were used for force visualization. The visitag module was used with the following settings: stability 2.5mm/3 sec, 3mm tag size without any additional filters and surpoint for coloring option.